Event description:
It was reported that the drill bit broke during surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the drill bit is broken. The microscopic view of the broken surfaces does not show any anomalies what indicates material conformity. Since we are not aware of the exact circumstances during the operation we suppose that mechanical overloading situation must have led to breakage. The lot in question was produced in april 2006 at a quantity of (B)(4) pieces and all have been distributed worldwide. Please note that we have not received a similar complaint with the lot in question so far. No product fault could be detected. Device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
It was reported that the drill bit broke during surgery. All broken fragments were retrieved and none were left in the patient. This is report 1 of 1 for complaint (B)(4).